Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had cubies and drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets kept failing and didn't pop open. A field service engineer (fse) logged in through remote support service (rss) and verified pocket had issues the previous day and had been subsequently recovered that evening. Fse didn't noticed additional errors and medications were accessed with no issues. The system functioned as intended after the field service engineer checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had cubies and drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.